Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no photos or physical samples received for the investigation. As such, we were unable to confirm the reported condition or determine the root cause. The reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Event description:
The customer reported they received a notice of non-compliance from endoscopy - gastroenterology (hdl) regarding the product as the button's balloon deflates quickly. It is as if the plastic of the balloon disintegrates, so the button falls. The patient must return several times for reinstallation and an endoscopic examination which otherwise would not be necessary. This has happened several times to different patients.